Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes were observed on a symptom episode due to undersensing on the implantable cardiac monitor possibly due to loss of electrode contact. Further information suggests the undersensing was no longer observed. The patient was doing well.